Event description:
N/a

Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected; biological debris was noted inside the valve mechanism. The valve passed the test for programming. The valve failed the test for occlusion. Due to occlusion, the valve could not be tested for leak, reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball and the seat of the ruby ball. Root cause - the root cause for the issue ¿the valve was occluded¿ reported by the customer was due to biological debris on the ruby ball and the seat of the ruby ball.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted in a 65-70 year-old patient. After implantation, it was found the valve was occluded and the permeability test of the valve was negative, therefore, it was replaced. Implantation and replacement date (B)(6) 2023. No patient consequences.